Manufacturer narrative:
One 3i t3® with dcd® parallel walled implant 5/4 x 11.5mm (bnps5411) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The customer has provided additional x-ray images of the product. Sme review of the images concluded that these images are too low of quality to verify bone loss a root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient presented with bone loss. Cbct shown crestal bone loss after the implant placement. Xenograft (grafting material) was use with implant placement. Implant removal kit was used to remove implant. The patient will have to return to the office for implant and bone graft.